Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of partial expulsion of device ('migration of essure device location of device: into the endometrial cavity,migration of essure device location of device: uterus') in a 31-year-old female patient who had essure (batch no. 627764-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, d & c, gravida ii and loop electrosurgical excision procedure. (B)(6) 2012-pathology endometrium curettage: disordered proliferative endometrium with focal stromal breakdown (B)(6) 2013-pathology endocervix, curettings: abundant fragments of benign endocervical mucosa with tubal metaplasia (B)(6) 2014-pathology endocervical curettage: glandular epithelium and rare lower uterine segment tissue. Endometrial curettage: late secretory endometrium. Transformation zone, leep excision: cervical transformation zone mucosa with chronic focal active inflammation, focal squamous reactive changes. Concurrent conditions included seborrheic dermatitis since (B)(6) 2013, gastroesophageal reflux disease since (B)(6) 2013, endometrial thickening since (B)(6) 2013, post coital bleeding, lichen simplex chronicus, dermatofibroma, mixed hyperlipidemia, helicobacter pylori infection, stress incontinence, pain epigastric, low back pain, abscess, urinary tract infection, benign cervical tumor, uterine bleeding, metrorrhagia, metaplasia, cervix inflammation, cholelithiasis, hepatic cyst, uterine fibroid, gastric erosions and bulbitis of duodenum. Concomitant products included medroxyprogesterone acetate (depoprovera), minerals nos;vitamins nos (prenatal vitamins), oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain/ pain"), anxiety ("mental anguish/psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month after insertion of essure. On (B)(6) 2014, the patient experienced partial expulsion of device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding"), device expulsion ("no device seen in left tubal ostia") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (surgery (other) type of surgery: dilation and curettage.). Essure treatment was not changed. At the time of the report, the partial expulsion of device, device expulsion, anxiety, depression, fatigue, menstrual disorder, migraine, headache and dysmenorrhoea outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, partial expulsion of device, pelvic pain, vaginal haemorrhage and device expulsion to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device. Plantiff is currently planning for essure removal. The essure coil in the right ostia and there were 4 coils visible. The coil in the left ostia and there were 2 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Both test showed right fallopian tube occluded, but the left one remained patent; on (B)(6) 2009: impression: no contrast filling defect from right fallopian tube. Persistent small amount of contrast spilling from left fallopian tube. Ultrasound scan vagina - on an unknown date: the right-sided essure device is abnormally positioned and has migrated proximally into the endometrial cavity extending to the lower uterine segment. Endometrial thickening measuring 2.4 cm. Small uterine fibroids as described above. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain, vaginal bleeding. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of events genital hemorrhage, pelvic pain, vaginal hemorrhage and menorrhagia were updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: into the endometrial cavity,migration of essure device location of device: uterus') in a 31-year-old female patient who had essure (batch no. 627764-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "no device seen in left tubal ostia". The patient's medical history included grand multiparity, d & c, gravida ii and loop electrosurgical excision procedure. (B)(6) 2012-pathology endometrium curettage: disordered proliferative endometrium with focal stromal breakdown (B)(6) 2013-pathology endocervix, curettings: abundant fragments of benign endocervical mucosa with tubal metaplasia (B)(6) 2014-pathology endocervical curettage: glandular epithelium and rare lower uterine segment tissue. Endometrial curettage: late secretory endometrium. Transformation zone, leep excision: cervical transformation zone mucosa with chronic focal active inflammation, focal squamous reactive changes. Concurrent conditions included seborrheic dermatitis since (B)(6) 2013, gastroesophageal reflux disease since (B)(6) 2013, endometrial thickening since (B)(6) 2013, post coital bleeding, lichen simplex chronicus, dermatofibroma, mixed hyperlipidemia, helicobacter pylori infection, stress incontinence, pain epigastric, low back pain, abscess, urinary tract infection, benign cervical tumor, uterine bleeding, metrorrhagia, metaplasia, cervix inflammation, cholelithiasis, hepatic cyst, uterine fibroid, gastric erosions and bulbitis of duodenum. Concomitant products included medroxyprogesterone acetate (depoprovera), minerals nos;vitamins nos (prenatal vitamins), oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain/ pain"), anxiety ("mental anguish/psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month after insertion of essure. On (B)(6) 2014, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (surgery (other) type of surgery: dilation and curettage.). Essure treatment was not changed. At the time of the report, the device expulsion, anxiety, depression, fatigue, menstrual disorder, migraine, headache and dysmenorrhoea outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device. Plaintiff is currently planning for essure removal. The essure coil in the right ostia and there were 4 coils visible. The coil in the left ostia and there were 2 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Both test showed right fallopian tube occluded, but the left one remained patent; on (B)(6) 2009: impression: no contrast filling defect from right fallopian tube. Persistent small amount of contrast spilling from left fallopian tube. Ultrasound scan vagina - on an unknown date: 1. The right-sided essure device is abnormally positioned and has migrated proximally into the endometrial cavity extending to the lower uterine segment. 2. Endometrial thickening measuring 2.4 cm. 3. Small uterine fibroids as described above. Lot number ( 627764 ) is invalid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: into the endometrial cavity') and genital haemorrhage ('excessive bleeding') in a 31-year-old female patient who had essure (batch no. 627764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, d & c, gravida ii and loop electrosurgical excision procedure. (B)(6) 2012-pathology endometrium curettage: disordered proliferative endometrium with focal stromal breakdown (B)(6) 2013-pathology endocervix, curettings: abundant fragments of benign endocervical mucosa with tubal metaplasia (B)(6) 2014-pathology endocervical curettage: glandular epithelium and rare lower uterine segment tissue. Endometrial curettage: late secretory endometrium. Transformation zone, leep excision: cervical transformation zone mucosa with chronic focal active inflammation, focal squamous reactive changes. Concurrent conditions included seborrheic dermatitis since (B)(6) 2013, gastroesophageal reflux disease since (B)(6) 2013, endometrial thickening since (B)(6) 2013, post coital bleeding, lichen simplex chronicus, dermatofibroma, mixed hyperlipidemia, helicobacter pylori infection, stress incontinence, pain epigastric, low back pain, abscess, urinary tract infection, benign cervical tumor, uterine bleeding, metrorrhagia, metaplasia, cervix inflammation, cholelithiasis, hepatic cyst, uterine fibroid, gastric erosions and bulbitis of duodenum. Concomitant products included medroxyprogesterone acetate (depoprovera), minerals nos;vitamins nos (prenatal vitamins), oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain/ pain"), anxiety ("mental anguish"), depression ("depression"), fatigue ("fatigue,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month after insertion of essure. On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), device expulsion ("no device seen in left tubal ostia") and menstrual disorder ("menstruation issues"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, device expulsion, pelvic pain, anxiety, depression, fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device. Plantiff is currently planning for essure removal. The essure coil in the right ostia and there were 4 coils visible. The coil in the left ostia and there were 2 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded; on (B)(6) 2009: impression: no contrast filling defect from right fallopian tube. Persistent small amount of contrast spilling from left fallopian tube. Ultrasound scan vagina - on an unknown date: the right-sided essure device is abnormally positioned and has migrated proximally into the endometrial cavity extending to the lower uterine segment. Endometrial thickening measuring 2.4 cm. Small uterine fibroids as described above. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain, vaginal bleeding. Most recent follow-up information incorporated above includes: on 24-sep-2019: mr received- lot number were added. New reporters, medical history, concomitant data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of partial expulsion of device ('migration of essure device location of device: into the endometrial cavity') and genital haemorrhage ('excessive bleeding') in a 31-year-old female patient who had essure (batch no. 627764-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, d & c, gravida ii and loop electrosurgical excision procedure. (B)(6) 2012-pathology endometrium curettage: disordered proliferative endometrium with focal stromal breakdown. (B)(6) 2013-pathology endocervix, curettings: abundant fragments of benign endocervical mucosa with tubal metaplasia. (B)(6) 2014-pathology endocervical curettage: glandular epithelium and rare lower uterine segment tissue. Endometrial. Curettage: late secretory endometrium. Transformation zone, leep excision: cervical transformation zone mucosa with chronic focal active inflammation, focal squamous reactive changes. Concurrent conditions included seborrheic dermatitis since (B)(6) 2013, gastroesophageal reflux disease since (B)(6) 2013, endometrial thickening since (B)(6) 2013, post coital bleeding, lichen simplex chronicus, dermatofibroma, mixed hyperlipidemia, helicobacter pylori infection, stress incontinence, pain epigastric, low back pain, abscess, urinary tract infection, benign cervical tumor, uterine bleeding, metrorrhagia, metaplasia, cervix inflammation, cholelithiasis, hepatic cyst, uterine fibroid, gastric erosions and bulbitis of duodenum. Concomitant products included medroxyprogesterone acetate (depoprovera), minerals nos;vitamins nos (prenatal vitamins), oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain/ pain"), anxiety ("mental anguish"), depression ("depression"), fatigue ("fatigue,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month after insertion of essure. On (B)(6) 2014, the patient experienced partial expulsion of device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), device expulsion ("no device seen in left tubal ostia") and menstrual disorder ("menstruation issues"). Essure treatment was not changed. At the time of the report, the partial expulsion of device, genital haemorrhage, device expulsion, pelvic pain, anxiety, depression, fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, partial expulsion of device, pelvic pain, vaginal haemorrhage and device expulsion to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device. Plantiff is currently planning for essure removal. The essure coil in the right ostia and there were 4 coils visible. The coil in the left ostia and there were 2 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: results: essure device was successfully occluded; on (B)(6) 2009: impression: no contrast filling defect from right fallopian tube. Persistent small amount of contrast spilling from left fallopian tube. Ultrasound scan vagina on an unknown date: 1. The right-sided essure device is abnormally positioned and has migrated proximally into the endometrial cavity extending to the lower uterine segment. 2. Endometrial thickening measuring 2.4 cm. 3. Small uterine fibroids as described above. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain, vaginal bleeding. Most recent follow-up information incorporated above includes: on 15-oct-2019: update of information (batch is not valid)¿. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: into the endometrial cavity'), pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('excessive bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation on (B)(6) 2008, grand multiparity and d & c. Concurrent conditions included seborrheic dermatitis since (B)(6) 2013, gastroesophageal reflux disease since (B)(6) 2013, endometrial thickening since (B)(6) 2013, post coital bleeding, lichen simplex chronicus, dermatofibroma, mixed hyperlipidemia, helicobacter pylori infection, stress incontinence, pain epigastric, low back pain, abscess, urinary tract infection, benign cervical tumor and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depoprovera) and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criterion medically significant), anxiety ("mental anguish"), depression ("depression"), fatigue ("fatigue,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month after insertion of essure. On (B)(6) 2014, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). Essure treatment was not changed. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, anxiety, depression, fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device. Plaintiff is currently planning for essure removal. The essure coil in the right ostia and there were 4 coils visible. The coil in the left ostia and there were 2 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Ultrasound scan vagina - on an unknown date: the right-sided essure device is abnormally positioned and has migrated proximally into the endometrial cavity extending to the lower uterine segment. Endometrial thickening measuring 2.4 cm. Small uterine fibroids as described above. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs and mr received. Reporter information were added. Medical history and concomitant drug were added. Event : abnormal bleeding (vaginal), menorrhagia, migraines, headaches, migration of essure device location of device: into the endometrial cavity, dysmenorrhea (cramping) were added. Event verbatim were updated as pelvic pain/ pain.